Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right atrial (ra) lead delivered paces that were captured in the right ventricle. The cardiac resynchronization therapy defibrillator (crt-d) undersensed the paces and overpaced the patient as a result. Technical services (ts) suggested an x-ray to determine the leads location. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5154245.